Manufacturer narrative:
Patient weight not available from the site. A manufacturer representative went to the site to test the equipment. The system performed as intended. The imaging system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that during a sacroiliac and thoracolumbar procedure, the site was having issues when they booted up the image acquisition system (ias). The site couldn't remember the warning message they got, but when they turned on the system, the mobile view station (mvs) displayed a warning message. They rebooted the system, but then only got 3 red x's on the pendant. They were able to move the gantry for a small period of time, then it became unresponsive. The site switched imaging systems and was able to proceed with the case. There was no reported impact on patient outcome. There was a delay of less than an hour due to the reported issue.

Manufacturer narrative:
(B)(6).